Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-512a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap at the output window exhibits severe devitrification; the metal cap exhibits moderate charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The surgical fiber was returned with no information regarding the reason for return or failure mode. Information provided; 138,000 joules and 22:00 minute of usage. No further information provided. Patient outcome: there was no injury to the patient reported.